Event description:
Revision surgery was performed on (B)(6) 2024 due to neck damage. The primary surgery was performed around (B)(6) of 2007.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.